Event description:
The complaint/event involved a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock. When this device was used in conjunction with 10011865 bd pal filter, the IV tubing reportedly was leaking an unspecified infusate at two sites; both at the connection point between the microbore tubing and at the pall filter. This issue was discovered during drip checks. The customer reported that there was no harm to the patient as a result of this complaint/event.

Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, a supplemental emdr will be submitted to the FDA at that time. The device history record could not be reviewed because the lot number of the product in question is unknown.